Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a fiber breakage, dents on distal edge, light guide (lg) fibers sunked in, and vertical lines on image were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had dark picture even with brightness at max setting. The issue occurred during an unspecified procedure. There were no reports of patient harm.